Event description:
Customer reported that during surgery he noticed on opening of the box with simplex p, that the 20 ml ampoule is missing. Customer informed that he used another unit of simplex p available on the spot to finish the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a missing ampoule from a unit carton involving a simplex device was reported. The event was confirmed in that the ampoule was not present in the returned unit carton. Method & results: device evaluation and results: other than the liquid ampoule not being present in the unit carton, no other discrepancies were noted. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the review carried out by the simplex manufacturing cell, it is highly unlikely that, considering the technology used to automatically pack components and the process controls available within the manufacturing line, final simplex product could ship to customers without a blistered liquid ampoule contained within the carton. A possible scenario is that at the hospital a liquid ampoule was broken at some point and a replacement ampoule was taken from another unit carton in stock, whereby another member of hospital staff would subsequently pick that unit carton and notice the ampoule missing and assume that the pack was packed and delivered like this. However based on the information provided a definitive root cause cannot be determined.

Event description:
Customer reported that during surgery he noticed on opening of the box with simplex p, that the 20 ml ampoule is missing. Customer informed that he used another unit of simplex p available on the spot to finish the surgery.